Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached elective replacement indicator (eri) 22 months post implant. The battery of the device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The device is in possession of the hospital at this time. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached elective replacement indicator (eri) 22 months post implant. The battery of the device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The device is in possession of the hospital at this time. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Interrogation of the device found it had reached a battery status of elective replacement indicator (eri). The device case was opened and the battery was removed and replaced with an external power source. Measurements of the device circuitry were completed and a normal current drain was observed. Testing of the individual battery cells found that one out of the three cells was abnormally depleted. Detailed testing of that cell identified evidence of internal shorting which resulted in the premature depletion.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached elective replacement indicator (eri) 22 months post implant. The battery of the device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service.